Event description:
On november 16, 2004, the patient contacted lifescan alleging that her one touch basic enhanced meter would not power on. The medical affairs specialist mailed a letter since the patient could not be reached by telephone. The patient had been unable to test for approximately 1 month. She had been taking her regular oral medication. On an unspecified date, the patient felt as though she had elevated blood glucose levels. She described feeling dizzy and having blurry vision. She did not attempt to test while experiencing symptoms; however, she took her regular oral medication and decided to visit the hospital. A result of 287 mg/dl was obtained on the hospital meter and she was administered 5 to 10 units of 70/30 insulin. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. She had been taking her regular oral medication and it is unknown if she would have done anything different to compensate for the elevated results. She also did not attempt to test during the time of concern. It would have been helpful to know her testing frequency, her medication regimen, and when she developed symptoms. The customer care representative (ccr) confirmed that the batteries were correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The patient reported that she recently replaced the battery and the meter would not power on. Based on the information available, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.